Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-02189. It was reported during a routine programming session of the patient's scs system, it was discovered the scs leads showed multiple contacts with high impedances. The physician took an x-ray and determined both leads had migrated. Consequently, the patient's leads were successfully replaced and the issue resolved.